Event description:
The patient had a bilateral dbs system implanted. The right side was implanted without difficulty. While the hcp was removing the lead end cap from the left lead, the metal setscrew "rolled" and the hcp was unable to easily extract the lead from the lead end cap. As a result the #3 contact was damaged significantly. It was bent and appeared to be "dangling". The hcp proceeded to connect both leads and extensions. The system was interrogated and all impedances again the case were in the 750 range. No programming was done at the time of implant, and the patient's managing neurologist was notified regarding the situation for future programming considerations. Additional information has bene requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if additional information is received.